Event description:
Report received of two extension sets that "burst" during a power injection of contrast. A 20g peripheral IV was in place and was connected to the lifeshield clave port extension set. The contrast was to be injected at 3cc/second; the psi was unknown to the reporter. The extension set was reported to have "burst" immediately upon the start of the injection.the IV site remained intact, and the extension set was replaced with one of the same list and lot number. The injection was again attempted, and the extension set "burst" for a second time. Upon closer examination, the clinician noted that the extension sets from this particular lot number seemed to have "air bubbles" in them. At this point, the IV site needed to be changed. An extension set from a different lot was used, and the study was completed with no further problems. There was no reported adverse patient effect.